Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had alarmed with multiple power errors. The batteries would not last very long either. The power error alarms began two to three months prior to calling. The patient's blood glucose at the time of incident is unknown. During troubleshooting for the power error, the customer confirmed that the alarms occurred during normal use. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.